Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. After unpacking a taxus express2 3.0 x 24 mm stent, a spur was noticed on the back of the stent. Consequently, the stent was never used. No pt injury or complication was reported.